Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the system logs showed evidence of multiple field programmable gate array (fpga) reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely root cause was traced to software coding. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, on a sleeve gastrectomy, when the handle was removed from the charger, a handle error popped-up on the screen. A manual handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that during initialization a motor test is performed. If the motor test fails, it results in a power pack error.